Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The one-way valve was also returned attached to the catheter. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.025cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
After a few days of intra-aortic balloon (iab) therapy, the nurse found blood in the balloon during a routine check. The console was stopped and the doctor notified. The balloon was removed and replaced to continue therapy. The console was also replaced. It was reported that the augmentation pressure was high, up to 200mmhg sometimes and they adjusted the augmentation on the console to 50% to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
After a few days of intra-aortic balloon (iab) therapy, the nurse found blood in the balloon during a routine check. The console was stopped and the doctor notified. The balloon was removed and replaced to continue therapy. The console was also replaced. It was reported that the augmentation pressure was high, up to 200mmhg sometimes and they adjusted the augmentation on the console to 50% to continue therapy. There was no reported injury to the patient.